Manufacturer narrative:
One used device was returned for evaluation. Visual examination found the device to be in good physical condition with no obvious damage or defects. Leakage testing of the device sample detected no leaks in the cuff or inflation line. During testing, the device cuff was able to inflate and remain inflated with no issues noted. Visual examination and functional testing of the device found that it operated as intended.

Event description:
A report was received alleging that the listed device was in use during a surgical procedure on an animal. During the procedure, the device cuff was discovered to be deflating. No adverse effects to animal patient were reported.